Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 109 hours of extended tests at the customer's settings. There were no abnormalities found with the temperature of the ventilator.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the lower part of the ventilator was getting extremely hot to touch while running.